Event description:
Description according to complainant: "it is alleged that "on or about (B)(6) 2008, pt was admitted to (B)(6) for acute extensive deep venous thrombosis (dvt) of the left lower extremity. There it was determined that an ivc filter would be implanted. On that same day, the cook celect filter was inserted into pt. There were no complications at that time. On or about (B)(6) 2012, pt developed lower back pain, fever and chills, and was evaluated at (B)(6)where she was found to have an abscess in the right psoas muscle and a hepatic abscess. During the evaluation, it was discovered that the ivc filter had migrated and the prongs had punctured the vena cava. She was found to have a clot distal to her filter as well a clot proximal to that filter. She was also found to have worsening lower extremity edema and swelling causing extreme pain. She was treated for sepsis and was then discharged. The filter could not be removed."

Manufacturer narrative:
(B)(4). No device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information it is difficult to comment on the prongs, which allegedly perforated the vena cava approx. Four years after filter placement. However, investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged perforation of vena cava cannot be determined based on the limited information provided. Wce will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: the 510(k) updated to k073374. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 04/15/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2008 due to dvt. Plaintiff alleges attempted retrieval on (B)(6) 2013 and with successful retrieval on (B)(6) 2015 via open exploratory surgery. Plaintiff is alleging migration, vena cava perforation, organ perforation, hemorrhage, shortness of breath, chest pain, renal failure, sepsis, rebuilt vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "migration, vena cava perforation, organ perforation, hemorrhage, chest pain, renal failure, sepsis". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported hemorrhage, chest pain, renal failure and sepsis is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.